Event description:
Became "over-exposed" to latex while working in a hosp. In 1989 it started as a type IV reaction. Within a months time rptr crossed over to a type I. She reported problem to head of dept as problem got worse. Hosp dr was uncooperative (he did not believe rptr because she had not reported problem sooner). Finally sent her to an allergist who confirmed with testing that she was allergic to latex. Recommended she quit work or eventually she could die. Continued working another year. Latex affected her "airborne" as well as immediate. No follow-up was done from hosp or allergist. Currently in college. Doing research paper on latex.